Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised to address pain, labs indicated infection. (B)(6) 2011 - litigation papers allege the following: subsequent to surgery, patient developed daily pain in her hips; patients pain worsened and she was diagnosed with an infection; patients infection was so severe she was unable to be given a new hip at this time; after a six hour operation, she was discharged with intravenous antibiotics through a PICC line and a spacer instead of a hip joint; in (B)(6) 2011, physician was finally abe to revise patients hip with a new device; because of bone and tissue loss, patient suffers a 1 and 1/4 inch leg length discrepancy and continues to walk with crutches and a built up shoe.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 02/06/2017 pfs and medical records received. After review of the pfs and medical records for MDR reportability, in addition to what was previously reported, the patient was revised to address ¿chronically infected left total hip arthroplasty¿, and extended trochanteric osteotomy was used during the removal of the femoral stem. While removing the acetabular cup, the ¿bone superiorly was quite thin and this fractured during removal of the shell¿. The surgeon reported that this was a difficult extraction given the well-fixed prosthesis. Blood loss was estimated at 1500ml, but no mention of excessive bleeding was noted in the actual surgery notes. There is no new information that would change the existing MDR investigation. The complaint was updated on: 02/23/2017.